Event description:
Attempts to advance a coronary stent with delivery system to the target lesion site in the pt's right coronary artery were unsuccessful. Upon withdrawal of the sds/stent assembly, the stent dislodged off the balloon catheter and embolized in the distal right coronary artery. Two to three days subsequent, the pt was admitted to another user facility where another balloon catheter was utilized to successfully deploy the embolized stent in the distal right coronary artery. There were no clinical sequelae reported relative to the event.